Manufacturer narrative:
UDI (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the increasing pvl is unknown but may be related to patient factors (cardiac remodeling) as described above.      The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through patient registry, approximately 4 years and 1 month post implantation of a 23mm sapien 3 valve in the aortic position via subclavian/axillary approach, the valve was explanted and replaced with a surgical valve due to moderate to severe paravaluar leak. Per most recent echo there are multiple paravalvular jets with largest one measuring 0.26cm2 by 3d vena contracta area. There is moderate-severe (3+) paravalvular aortic regurgitation.